Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported overheating could not be confirmed. However, a worn coupler was found, which may lead to intermittent friction and may cause overheating.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.